Event description:
It was reported that during the procedure the device broke off. Another like device was used to complete the case. No pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.